Manufacturer narrative:
Permobil australia received report where it was claimed that as the end-user was exiting a building, the front left fork assembly and caster wheel reportedly detached. This reportedly occurred as the end-user was driving which led to the devices drive wheel to run over the castor reportedly making the device become unstable and fall on to its side, atop the end-user. The subsequent fall was reported to have resulted in an injury consisting of a fractured right humorous. Reports provided indicate the local provider was contacted to service the device to which a new fork assembly and caster were installed. Permobil australia was not notified of this event having occurred until recently and after service activities were completed. At this time, permobil is unable to reach a determination as to root cause for the failure without speculation. Investigation is ongoing, and if any new information is received, a follow-up report will be submitted.

Event description:
Reports as the end-user was leaving a building, the front left castor assembly reportedly detached from the wheelchair. As the drive wheel rode over the detached castor, the wheelchair overturned, throwing the end-user to the ground with the weight of the chair landing on top of them. This resulted in an injury requiring medical intervention to address.